Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to display the apply sample message when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks ago prior to contacting lfs. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. On (B)(6) 2011, the patient claimed she felt a symptom of sweaty. The cca was informed it was time for the patient to "eat something." At the time of troubleshooting, the cca educated the patient about proper sample application for testing. The cca walked the patient through a retest but was not able to resolve the alleged issue. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.